Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a paclitaxel set was cracked and subsequently leaked. A few drops of solution were observed from a crack in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.